Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) only lasted five weeks. The reporter stated they were not told directly why it only lasted that long, but they heard a manufacturing representative tell their healthcare professional (hcp) that the device was faulty. The reporter further stated they had been trying to work with a manufacturing representative to get the process moving since the ¿beginning/middle¿ of (B)(6). It was noted the patient wanted to have the device put in friday because they could not afford to miss work and they would have time off if implanted on friday. The reporter stated the manufacturing representative told them the request was submitted today. Additional information received reported the ins was dead. The reporter stated that pending approval the ins would be replaced. Additional information was requested, but was not available as of the date of this report.